Event description:
Asr revision to be revised on 04 nov 2014; asr xl- left; reason(s) for revision: alval / soft tissue reaction. Update received 4th november 2014. Synergy form added to com. Additional reason for revision added. Patient details added: sex and age. Hospital added. Stem and stem sleeve added (see below). Stem remained in situ after revision - asr products replaced with zimmer and s-rom. Stem and stem sleeve added to com in order to report "raised metal ion levels" in line with us guidelines. Products were not removed in this revision. Reason(s) for revision: alval / soft tissue reaction, raised metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.